Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 29oct2020.

Event description:
The customer reported that the unit restarted while in use. The customer reported that the unit was in use on the patient, but no patient harm was reported. The unit was swapped out. Patient information was requested, but no response was received. The customer contacted product support and reported error codes associated with ventilator restarted due to anomalies detected during operation and system restart/run time in the significant event logs. Product support advised the caller that the suspected part is the cpu pcb per the service manual. Part ids were provided to the customer (B)(6) rp-pcba, cpu (software 2.30),2nd generation. The customer order a cpu board to address the reported issue.

Manufacturer narrative:
G4:13jan2021 b4:(B)(6) 2021 the biomedical engineer reported that replacing the cpu(central processing unit) board corrected the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.